Event description:
Procedure type: lobectomy. According to the reporter: after the second firing, the black return knob could not be pulled back. To remove the device, both sides of tissue were cut by scissors and sutured by hand. For the 3rd firing, a new stapler and new cartridge (30-2.0 sulu) were opened, but they could not be loaded properly and was replaced with another. The 2nd firing caused bleeding less than 200cc, tissue damage, and additional tissue loss. Operative time was extended more than 30 minutes. Pt follow-up is ongoing.

Manufacturer narrative:
(B)(4).